Event description:
It was reported that at implant there was a grey battery bar with pre-implant indication. The device has been at room temperature for forty-eight hours. The device was not attempted for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Analysis confirmed that the low battery voltage was due to recent wireless telemetry use and the battery voltage recovered (indicated green bar status) when interrogated at the european operational center.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.